Event description:
It was reported that multimodal analgesia increased, and a clear cut was found in the epidural line at the level of the yellow clip post filter that severed the epidural line. No alarm was issued. The consequences for the patient were infectious risk to monitor because open catheter on the patient side versus filter and remains on the line on the other side. Restrained catheter withdrawal without injection. The event occurred during infusion and dressing was carried out to avoid infectious risk and appropriate pain relief treatment. There was patient involvement. The patient details are sb, date of birth: (B)(6) 1952, gender: f, weight: 60 kg.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.